Event description:
Report received from the USA stating that during a cochlear implant surgery "the surgeon placed an appropriate attachment and cutter onto the device and then stepped on the foot pedal and the motor did not start up and received an error code (e5) on the console." There was no delay in surgery due to an unknown competitor drill was available for use. There was no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent.